Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint performed under anesthesia. Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00075, 0002648920-2021-00063.

Event description:
It was reported that patient underwent initial right total knee arthroplasty. Approximately 2 months later, the patient underwent a manipulation under anesthesia due to stiffness from arthrofibrosis. At the next follow up visit, the patient had improved range of motion and no complaints.